Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing hyperglycemia as well as hypoglycemia and high blood glucose level was 500 mg/dl and low blood glucose level was 33mg/dl. Customer was treated with insulin pump for high blood glucose and diet for low blood glucose level. Customer also received insulin flow blocked alarm. Customer stated that broken reservoir ring and reservoir was still lock into place but it was difficult and sometimes pop-out when retainer ring becomes loose. Troubleshooting was performed. The insulin pump will be replaced, and customer agreed to was not return the product for analysis.